Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances associated with the device. During the investigation the pump did under infuse, but it was still within the volumetric range that mmdg considers not reportable. The pump history was also reviewed, and there is no indication that the complaint occurred as reported. This report is being filed because the event occurred while the device was in use by a pediatric patient. Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump would pump air to the patient. Mmdg did follow up with the initial reporter who stated that the patient had not had any adverse effects from the reported complaint and that they had no further information regarding the complaint. (B)(4).